Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged instructions.